Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was in the emergency room (ER) due to the pump alarming. Per the reporter the patient was discharged from the ER and went directly to the healthcare provider (hcp) office where the pump was interrogated. It was found that the pump had stalled on (B)(6) 2018 but recovered and then stalled and recovered again on (B)(6) 2018. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was unresolved at the time of this report. A pump replacement was expected to occur on (B)(6) 2018. No symptoms were reported and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicate the initial reporter of motor stall event. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-nov-02. It was reported that the patient ¿is doing fine,¿ a replacement is scheduled for 2018-(B)(6). The device was interrogated by the office and multiple motor stalls were shown. The rep will be sending the device in for analysis and they had no other information. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.